Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post operation checkup, the patient presented with a dislocated right ventricular lead. This was confirmed via x-ray. The lead was explanted. During the operation, the physician noticed the insulation of the lead infused with blood. Another lead was used to finish the operation. The patient was stable.